Manufacturer narrative:
Pt's gender: unk. The company service representative examined the system and confirmed the system message reported in the event log. The pcb was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury/harm" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during phaco. The surgeon completed phaco by using the cortex setting. Three cases were cancelled that day, and twelve cases were cancelled on 07/12/2010. No patient injury was reported.